Manufacturer narrative:
(B)(4). Investigation summary: a complaint history check was performed and this is the 3rd related complaint for needle hub separates and the 2nd related complaint for shield does not detach as intended on lot # 9210505. Customer returned seven (7) 30gx8mm, 0.3ml bd insulin syringes in a sealed polybag from lot 9210505. Consumer reported hub separates. All seven returned syringes were examined, then tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number, shield removal force (lbs): sample 1, 4.47. Sample 2, 4.49. Sample 3, 5.15. Sample 4, 3.83. Sample 5, 4.76. Sample 6, 5.29. Sample 7, 4.70. All seven syringes tested within specification, and none were observed to have needle hub separation. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch # 9210505 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to my complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that prior to use the hub separated from the device with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: this is an incident of hub separates.